Manufacturer narrative:
The reported reset was observed during review of the device history logs. However, the device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating a malfunction to the device. The device was recertified and returned to the customer. It's important to note that the device will perform soft reset by design if it encounters an undesired situation in an attempt to normalize and continue use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "internal error occurred - system reset required" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.